Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0agsr, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had ankle surgery due to fall. After the fall, the patient¿s therapy was not working correctly. Stimulation was only felt near the left side of the spine and lower left buttocks. The patient had a loss of bladder control and could not get to the bathroom in time. The loss of therapeutic effect and loss of stimulation were gradual. An x-ray showed the stimulator was still in place. A second x-ray was planned, along with reprogramming. The patient had greater than fifty percent symptom reduction. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.